Manufacturer narrative:
(B)(4). On an unreported date, extraneal and physioneal therapies were temporarily discontinued. At this time of report, reported the patient remained under a temporary period of dialysis pause. On an unreported date, peritoneal catheter was replaced due to its colonization by (B)(6) (previously reported as would be removed) and the patient was recovering from the relapsing peritonitis. It was reported the patient ¿may resume peritoneal dialysis next week¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient on continuous ambulatory peritoneal dialysis (capd) therapy experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the event and was treated with vancomycin (700 milligram every three days, route and duration not reported) and ceftazidime (250 milligram per day, route and duration not reported). Ceftazidime was discontinued three days after the start of treatment. The patient was discharged six days after hospitalization and was recovering from the event. Capd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Nineteen days after beginning treatment, vancomycin was discontinued. Seven days later, the patient experienced relapsing peritonitis manifested by cloudy effluent. Treatment for the event was not reported. As per medical decision, the peritoneal catheter would be removed due to its colonization by (B)(6). The patient will remain on dialysis pause. Should additional relevant information become available, a supplemental report will be submitted.